Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2002. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2002. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported that on (B)(6) 2002 the patient underwent an inferior vena cavagram with ultrasound guided access into the right common femoral vein and percutaneous placement of a greenfield over the wire ivc filter. It was noted that the patient had a complicated medical history with prior surgery who had developed ivc thrombus. It was noted that the patient was a poor candidate for anticoagulation therapy. The patient was referred for placement of an ivc filter for mechanical protection against possible pulmonary embolus. It was noted that the filter was placed in good fashion. There was no significant axis tilt seen. No significant caval penetration was noted on the post deployment ivc gram. On (B)(6) 2007, the patient presented to the hospital with complaints of shortness of breath. It was noted that the patient had a history of dvt in 2002, status post greenfield filter, gastritis, multiple postop complications after hysterectomy in 2002. The patient was treated and discharged from the hospital on 05 (B)(6) 2007 and was noted to have been in an improved condition and stable state upon discharge from the hospital. On (B)(6) 2020 the patient had a follow up visit. It was noted that the patient had a recent cat scan which showed the filter in normal position the legs had eroded through the inferior vena cava, and there was no evidence of erosion into to the aorta were any hematoma around the cava. It was additionally noted that the patient was currently asymptomatic regarding the filter. No further patient complications were reported in relation to this event.